Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator's carbon dioxide level could not be reduced despite an oxygen flow of 9 liters. As per the subsidiary, the heart-lung machine (hlm) was briefly stopped toward the end of the surgery. The oxygenator was clamped off, removed, and replaced with a cxfx25rwc. The machine was restarted without any issues. There was no significant delay or significant blood loss. No consequence or health impact to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, with no anomalies noted such as breakage. The sample was then rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to product inspection procedure. The sample confirmed to meet factory's specifications, with no anomaly found. The manufacturing and incoming inspection records of the actual sample were reviewed, with no anomalies found. Analysis of the history log of extracorporeal circulation; no anomaly was found that contributed to the performance deterioration. A root cause could not be determined as the device was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on sep 5, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (evaluation is in progress, but not yet concluded) a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.